Event description:
It was reported that the 9600emi system experienced an inability to retrieve image. System displayed an error message while retrieving images. No patient injury was reported.

Manufacturer narrative:
A ge service rep contacted customer to schedule service. Customer is to call back if service is needed. An additional report will be generated and submitted if further information becomes available.